Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 12, 2024 ¿ june 13, 2024. H11: the device was received for evaluation. A visual inspection was performed, and a separation between the tubing and the two-piece luer was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h6. H11: after further investigation, it was determined that the cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected at the bottom portion right from the retractable collar. The issue was noticed during priming with saline prior to administering chemotherapy. There was no patient involvement. No additional information is available.